Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia of 32.4 mmol/l due to large air bubbles. Troubleshooting was performed. The customer stated that the infusion set was not bent. The customer stated that the programming was accurate on the insulin pump. During the call, the customer declined to complete the troubleshooting because the customer stated that he will go to hospital as he was very high. It was reported that the customer was with trainer who advised him to take manual injection of 10 units. The customer further reported that he was not feeling well. The customer stated that he was feeling dehydrated and only hospital can help him. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.